Event description:
An 88 year-old female was admitted through the emergency department with shortness of breath and chest pain. The patient experienced a ventricular tachycardia cardiac arrest, received one defibrillation shock, and was taken directly to the cardiac catheterization laboratory for heart catheterization. She was found to have multivessel coronary artery disease. The clinical team elected to implant an impella cp for hemodynamic support and to transfer the patient to a tertiary care center. The impella device was successfully implanted, and the patient was transferred later that night. Upon arrival at the tertiary hospital, a hematoma was noted at the vascular access site, and the patient received intravenous fluids and a blood transfusion. Two days later, she was brought to the cardiac catheterization laboratory but was extremely anxious and refused further diagnostic procedures or therapeutic intervention. Vascular surgery was consulted and evaluated the access site, determining that the bleeding was caused by placement of the impella device at the femoral artery bifurcation, which is inconsistent with the recommendations provided in the device instructions for use. The vascular surgery team performed a surgical repair of the vessel. The patient later expressed a desire to discontinue further invasive treatment and requested discharge to hospice care. She transitioned to comfort-measures-only status while awaiting the arrival of her husband. Shortly thereafter, the patient experienced rapid clinical deterioration and died in the hospital. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy. While the pump is conservatively coded for the patient¿s death, this was more likely caused by the underlying heart condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected: d1, d3. Hematoma/major bleed/asae: the cause of the injury was not determined due to insufficient clinical details.